Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons were sticking and intermittently unresponsive. The patient denied damage to the keypad and denied trauma or water exposure to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be worn and was torn on the ok keypad button exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Testing confirmed intermittent response of the up arrow, down arrow, ok and contrast keypad buttons. Multiple presses were required using increasing force to evoke a response. It was also noted that the audio bolus button was not responsive when pressed. Testing confirmed that the buttons are sticking and are hypersensitive and scrolling in response to button presses. The audio bolus button was removed for investigation and revealed the internal plug contact was misaligned. The keypad cover was removed for investigation and revealed the ok and down arrow button contacts were inverted and contamination was present under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.